Event description:
Allegedly, patient was treated with repiphysis on (B)(6) 2012 and the implant has since failed, leading to limb length discrepancy on the affected leg (right) and a loosened stem in the proximal tibia. Revision surgery will be needed to correct these discrepancies.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.